Manufacturer narrative:
Reporter is a j&j sales representative. A product investigation was conducted. Visual inspection: the buttress/compression nut (p/n: 03.037.016, lot #: 9411841) was returned and received at us cq. Upon visual inspection, the internal threads of the device were stripped, but was able to assemble onto the returned blade/screw guide sleeve (p/n: 03.037.017)without any issues. The blade/screw guide sleeve is being investigated. There were scratches and nicks on the device but have no issue with the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed investigation conclusion: the complaint condition was confirmed for the buttress/compression nut (p/n: 03.037.016, lot #: 9411841). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. A device history record (DHR) review was conducted: part: 03.037.016, lot: 9411841, manufacturing site: (B)(4), release to warehouse date: 21.apr.2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date during inspection it was noticed that the buttress/compression nut's flat threads and 3.2mm wire guide sleeve are pitting at tip, and 3.2mm trocar has bent wire and flat tip. There was no patient involvement reported. This report is for one (1) buttress/compression nut. This is report 1 of 3 for (B)(4).